Event description:
Caller alleged discrepant results compared with the lab for one patient. Results as follows: date: (B)(6) 2011, inratio: 3.2, lab: 2.3, therapeutic range: 2.0-3.0. Lab testing was done within one hour of inratio. This patient had tested high before; dates not provided.

Manufacturer narrative:
Pending investigation.